Event description:
A power source alert 07 was reported. There was no adverse impact to the customer's blood glucose level. The issue was resolved when the customer plugged the charging cable into a wall adapter, causing the pump to begin charging, and no further assistance was required.